Event description:
It was reported there was a revision case. There was an issue during a surgical procedure with regard to the ins. They could not insert lead into header block. The doctor unscrewed lead from extension and tried to insert lead into 3058 stimulator. They were unable to insert the lead. The doctor got the lead into header a small amount but it stuck. When the doctor tried to remove the lead it was stuck inside the header block. The doctor pulled the lead out and the #3 electrode stayed inside the ins. The doctor replaced the lead and ins. The patient was doing fine.

Manufacturer narrative:
Product ID 3889-28, lot# j0333704v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product typ extension. (B)(4).

Manufacturer narrative:
Final device analysis for the ins revealed a procedural non-conformance. The lead/lead parts were stuck in the connector port. The connector sleeves were crushed.